Manufacturer narrative:
The case is now under investigation in detail. The reported pharmacist stated that artz dispo relates to the case. On the one hand, the injection physician stated that the patient is prescribed a lot of concomitant drugs, artz dispo unlikely therefore relates to the event based on his long term experiences of artz dispo.

Event description:
From (B)(6) 2013 - a (B)(6) year-old female patient received several injections of suvenyl (sodium hyaluronate) for gonarthrosis at an orthopedic clinic. On (B)(6) 2013 - she started to receive artz dispo as substitute for suvenyl once or twice a month. All of ten concomitant drugs have been prescribed. On (B)(6) 2013 - she started coughing. On (B)(6) 2013 - she received the last bonalon bag for i.v. Infusion (alendronate sodium hydrate), which has been injected 4-weeks interval since (B)(6) 2012. On (B)(6) 2013 - she was hospitalized. On (B)(6) 2013 - she was discharged. On (B)(6) 2013 - she was rehospitalized. Video-assisted thoracic surgery was performed. On (B)(6) 2013 - she was discharged. On (B)(6) 2013 - she received artz dispo injection at the orthopedic clinic. On (B)(6) 2013 - she received intravenous boniva (ibandronic acid) injection. On (B)(6) 2013 -she was hospitalized for interstitial pneumonia. On (B)(6) 2013 - she was discharged.